Manufacturer narrative:
The performance of the lead under complaint was scrutinized. A stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals by means of stylets used during the surgery. The analysis did not reveal any sign of a material of mfg problem.

Event description:
Ous MDR - one day post implant, a loss of capture was reported. No adverse pt side effects have been reported. The lead was explanted.